Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During the initial intake with tandem customer technical support (cts), the call was disconnected. Several follow up attempts were made by cts with no response from the customer. There was no reported adverse impact. No additional information was provided.